Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the image freezes. There was no reported patient incident injury.

Manufacturer narrative:
Issue could not be reproduced. Front panel and rear housing have physical damage, new version of front panel pca is only compatible with the new mainboard, nibp pump failed functional test. Nibp pump, front and back must be replaced. Findings are not related to the freezing issue. Quote was rejected. System was scrapped and the customer ordered a new device as a replacement. No further action or investigation is warranted.

Event description:
The customer stated that the image freezes. There was no reported patient incident injury. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.